Manufacturer narrative:
Initial reporter phone number provided (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the expiration date on the foley tray box differs from the expiration date on the foley catheter. A product with lot mykt4628 had a use-by date of 2030/03/00 on the box, the qr code on the product inside has an expiration date of 2030/03/28.